Manufacturer narrative:
Evaluation in progress; no conclusion can be made at this time. Upon completion of the evaluation, a follow up supplemental report shall be submitted.

Event description:
During a surgical procedure to extend a pedicle screw construct, the surgeon noted loose locking screws. The original pedicle screw construct had been implanted approximately eighteen months earlier. The surgeon replaced the locking screws and extended the construct as planned.

Manufacturer narrative:
Returned for evaluation were three locking screws. The exact locking screws involved in this event were not identified, however. A thorough visual examination was performed. All units exhibited signs of wear consistent with surgical use. The locking screw threads displayed no abnormalities and functioned as intended upon evaluation within a screw. The reported condition was confirmed by review of a radiographic image. A review of device history records found no non-conformances to specification. Based on the results of our evaluation, no definitive conclusion can be drawn.